Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the intuitrak abdominal aortic aneurysm stent on (B)(6) 2011, and the abdominal aortic aneurysm sac originally shrunk in size post procedure. Approximately seven (7) years post initial procedure, a possible type iii endoleak and aneurysm growth (5.4cm x 4.7cm to 7.0cm x 5.7cm) were detected by cta on (B)(6) 2017. Endologix became aware of the reported adverse event and product problem on (B)(6) 2018. The physician elected to treat the patient by angioplasty on (B)(6) 2017 and this resolved the endoleak. Then approximately one (1) year post angioplasty, aneurysm growth (7.1cm x 5.8cm to 7.8cm x 6.6cm) was detected by cta on (B)(6) 2018. The physician plans to reline the graft with an afx2 device.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety (B)(4).

Event description:
Additional information received confirming that the physician elected to treat the patient by relining with an endurant (non-endologix) device in (B)(6) or (B)(6) 2018. During the re-intervention, the reported endoleak could not be confirmed but the aneurysm sac was found to be growing with the source of the leak unidentified. The physician will do a CT follow-up with the patient in six months to confirm the endoleak resolved.